Event description:
Karl storz insufflator malfunctioned; tanks were filled, gas was going to the machine, the machine lit up three green bars, but no gas was coming out of the pt connector-confirmed no gas flow out of the unit.